Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) from a user facility reported that a fresenius 2008k2 machine had a high transmembrane pressure (tmp) alarm that occurred during a patient¿s hemodialysis treatment and resulted in blood loss. The biomed reported that the high tmp alarm triggered the system to clot. As soon as the clotting began, the operator stalled the treatment and returned the patient¿s blood. Due to the speed at which the issue was identified, the blood loss was minimal. The patient¿s estimated blood loss (ebl) was less than 5 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the event. The patient was able to complete their treatment after being set up with new supplies on the same machine. There were no visible defects noted on the disposable devices in use and they were discarded after the incident. Other than the high tmp alarm, there were no other alarms or warnings that occurred. After the treatment was completed, the machine was pulled from the treatment floor for inspection. The biomed replaced the venous module to resolve the reported tmp issue. It was reported that the machine has been returned to service and is fully operational. The venous module removed from the machine was not available to be returned to the manufacturer for evaluation as it was reportedly discarded.